Manufacturer narrative:
H10: the device was returned for evaluation. The investigation was confirmed for torn material and leakage. The root cause has not been determined. The device is labeled for single use.  (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly leaked and had material deformation. There was no reported patient contact. This information was received from one source. The patient was a 75-year-old male who weighed 68 kilograms.

Manufacturer narrative:
The device was returned for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model cre14s recanalization catheter allegedly leaked and had material deformation. Another recanalization catheter was used to complete the procedure. There was no reported patient contact. This information was received from one source. The patient was a (B)(6) year-old male who weighed (B)(6) kilograms.